Event description:
It was reported the pt no longer had effective stimulation. The sjm representative met with the pt for reprogramming and was able to regain stimulation coverage in his back. The pt insisted he needs to undergo surgical intervention to improve the stimulation. The pt was advised to work with the physician regarding scheduling a procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.